Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had needle anomaly. Customer's blood glucose at time of incident was 8.5mmol/l. The customer was advised that the sensor will be replaced due to needle is not in there.